Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. (B)(6) 2014, a post-operative computer tomography showed a small type I endoleak proximal. To exclude that some lumbar arteries are bleeding in the aneurysm sac the patient was transferred to another hospital for conversion. On an unknown date the patient underwent open surgery to solve the endoleak. The physician could not find any back bleeding from the lumbar arteries and confirmed a type I endoleak proximal. The patient was doing well following the procedure.